Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) the device gave a system over temperature alarm. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the following works were carried out: the fse could not duplicate the reported overtemperature alarm. Cycled the pump @ 130bpm for an hour with no alarms, but when performing the functional testing, they noticed that the pressure regulator was not holding steady pressure and they replaced both regulators and performed passing full functional test. Cycled pump 130bpm over weekend on patient simulator with no alarms or failures to report, the pump was returned to service.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)